Event description:
It was reported that since 2012 (B)(6) when the stimulation was turned on that the patient has been feeling a jolting sensation on both hips and it radiates down to both feet. It was reported this occurs 2-3 times per day and is not dependent on what position the patient is in. It was noted, the patient programmer will show an increased amplitude change. It was reported that there were no falls or trauma and the impedance measurements were normal. It was further reported that the manufacturer representative was unable to reproduce the jolting sensation when palpating the area. It was further reported the impedance measurements were normal. It was noted there were no malfunctions seen and the cause was likely patient programming issues. It was reported, the patient was further educated on their patient programmer and how to adjust amplitude settings.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37744, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger. (B)(4).